Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl (>13.9 mmol/l) between 37 and 48 hours of wearing the pod. The reporter stated the insulin did not seem to be working, and there was bleeding at the insertion site. The pod was removed from their back, and they noted the cannula was slightly blocked. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received for evaluation with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damage or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.